Event description:
It was reported that patient experienced leaking. Patient underwent a replacement surgery for his artificial urinary sphincter (aus) due to puncture hole 3 years after implant. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.